Manufacturer narrative:
H.6 investigation summary during manufacturing of material 297879, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 2252142 were satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed and no other complaints have been taken on batch 2252142. No retention samples for batch 2252142 were available for inspection. There were two photos received for investigation. The first photo shows a plate with contamination on the agar surface. The second photo shows a plate from batch 2252142 (time stamp 0102). No return samples were received for investigation. This complaint can be confirmed. No complaint trends for this defect have been identified for this product; no actions are indicated at this time. Bd will continue to trend complaints defects.

Event description:
It was reported that bd bbl¿ bcye selective agar with pac contamination was found. The following information was provided by the initial reporter: contamination for bcye with pac, item# 297879, lot# 2252142. The contaminate was ID'd as sphingomonas echinoides.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd bbl¿ bcye selective agar with pac contamination was found. The following information was provided by the initial reporter: contamination for bcye with pac, item# 297879, lot# 2252142. The contaminate was ID'd as sphingomonas echinoides.